Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. Patient's device is out of warranty. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver is out of warranty. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the receiver product specifications that the receiver has a limited warranty of 12 months.